Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that their implant was removed years ago. Caller stated they still have the equipment and don't need it anymore. Caller added that their house burned down years ago and they have been slowly trying to go through everything and they found this equipment. Caller confirmed everything that had ever been implanted in them has been removed. Agent attempted to gather more information regarding the removal but caller was unable to provide clear answers. Agent reviewed device donation/disposal information. An email was sent to the repair department to send a fedex return label. Agent sent email to device registration to update patient's implant information. Patient reported that they had several bad falls that led to the implant flipping sideways where they had to operate. These falls happened numerous times and surgeon and patient decided to removed implant.